Manufacturer narrative:
This lead was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a non-boston scientific device exhibited noise on this right ventricular (rv) lead. The health care professional (hcp) suspected the noise was mechanical. Technical services (ts) advised that if mechanical noise was confirmed, lead replacement would be recommended. The hcp indicated that a chest x-ray would be performed for further evaluation. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that the noise was oversensed and the patient was referred for a lead replacement. No adverse patient effects were reported. This rv lead remains in service.